Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed no apparent issue. Smart chip verification showed that the catheter has been not used. Performance testing did not show any system notice. The catheter passed the deflection test as per specification. Dissection showed that guide wire lumen kink 1.6710 inches from the tip. The catheter failed the performance test due to kink on guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the mapping catheter would not go through the access port of the balloon catheter. The mapping catheter was replaced without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.